Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the exposed portion of the catheter is ruptured. Additional information provided 03/27/2024: it was reported, ¿rupture occurred 3 months after catheterization. Product was replaced promptly without causing bleeding or leakage. No patient harm reported.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the exposed portion of the catheter is ruptured. Additional information provided 03/27/2024: it was reported, ¿rupture occurred 3 months after catheterization. The catheter was not damaged when the rupture was found, and the product was replaced promptly without causing bleeding or leakage. Patient had no symptoms of infection.¿

Event description:
It was reported the exposed portion of the catheter is ruptured. Additional information provided 03/27/2024: it was reported, ¿rupture occurred 3 months after catheterization. Product was replaced promptly without causing bleeding or leakage. No patient harm reported.¿

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 5fr dual lumen powerpicc catheter. Usage residues were observed throughout the catheter. One of the suture wings on the molded joint was broken off and was not returned. The other suture wing was partially broken but was still attached to the molded joint. A crack was observed between both wings. An attempt to flush the catheter with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration with no observed leaks in the catheter shaft. Microscopic inspection of the break site revealed an uneven surface. What appeared to be beach marks were observed on the fracture surface. The exact cause of the broken suture wings could not be determined. Possible causes of the damage include exposure to chemicals or excessive manipulation of the suture wings. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a dual lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed one of the suture wings of the catheter was detached from the device. No evidence of fluid leaking could be observed. The break in the wings appeared to be rough and uneven, but no further details of the break sites could be discerned. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the exposed portion of the catheter is ruptured. Additional information provided 03/27/2024: it was reported, ¿rupture occurred 3 months after catheterization. Product was replaced promptly without causing bleeding or leakage. No patient harm reported.¿